Event description:
It was reported that during a patient's pump replacement procedure on (B)(6) 2012, the new replacement pump was dropped and therefore, had to be replaced with an additional 2nd new pump. The cause or reason of pump replacement was not given. During the replacement procedure, the healthcare provider was working with the new (1st) replacement pump in the pocket, and it fell out of the pocket and onto the floor, with the new drug already in it. The new replacement pump which was dropped, was replaced with a 2nd replacement pump. When the pump was dropped, it had to be disconnected from the catheter, then the 2nd new replacement pump was connected to the existing catheter. Once attached, the healthcare provider felt it was not attached correctly, "not seated in there well". It was not believed that the catheter had been damaged while detaching from the dropped pump. Reporter stated that when the new 2nd pump was connected, they had to add yet another medication to the new pump, because, the new drug was already injected in the pump which was dropped and intended for implant. When the newest 2nd pump was injected with replacement medication, the catheter was not aspirated and the drug concentration had been changed in the pump from 100mg/ml hydromorphone to 10mg/ml hydromorphone. The new pump with the new medication concentration was not primed prior to implant. After catheter connection to the 2nd pump, the catheter had a concentration of 100mg/ml hydromorphone, the pump tubing contained sterile water and the pump drug reservoir had a concentration of 10mg/ml hydromorphone. The pump was left programmed to the 100mg/ml drug concentration at 19mg/day, with a single bolus of 19.9mg for 24 hours. The pump was to be reprogrammed following bolus completion. The patient was hospitalized overnight. No patient injury or symptoms were reported. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. The medication in the pump was hydromorphone.

Event description:
It was reported that there was a low battery alarm. The replacement of the pump was for normal battery depletion. There was no injury and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8840 product type programmer, physician product ID 8709, serial# (B)(4), implanted: 2002 (B)(6), product type catheter product ID, 8627-18, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2012 (B)(6), product type pump. (B)(4).

Manufacturer narrative:
(B)(4)